Event description:
Covidien (173049) endo catch ii was used during a robotic assisted segmentectomy (thoracic case). While using the product, the bag was being removed via the port [invalid]the circular metal ring dug into an artery. The insult was recognized promptly and the case was converted to open. FDA safety report ID# (B)(4).